Event description:
Patient broke out in hives at the end of her infusion of ivig. Hives spread out all over her limbs, torso and neck (aside from hands and feet). She took oral diphenhydramine and the reaction went away after about 2 hours. The reaction could be attributed to the ivig product, saline flush or heparin flush. Reference report #mw5145360.